Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6) (r964156801). It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 295-335s and heparin was given. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. Pre deployment. The patient vent to ventricular standstill and back up pacing was provided. The valve partially re-sheathed one time due to the implant depth was too high. The final implant depth at non-coronary cusp (ncc) was 4.5mm and left coronary cusp (lcc) was 1mm. A post-implant balloon valvuloplasty was done with a 25mm non-abbott balloon due to moderate perivalvular leak (pvl). Post deployment, the patient went to left bundle branch block (lbbb) and then to first degree block.

Event description:
N/a.

Manufacturer narrative:
An event of ventricular standstill, and perivalvular leak (pvl), and heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl could not be conclusively determined. The reported ventricular standstill and heart block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed to address the pvl, and a temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.